Event description:
A customer reported to beckman coulter (bec) that they observed liquid under reagent probes a and b of their unicel dxc 600i synchron access clinical system while performing weekly maintenance. The operator wore personal protective equipment consisting of gloves, a lab coat and goggles while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from reagent probes a and b and replaced the bubble generator di water valve to resolve the issue. (B)(4).